Manufacturer narrative:
Date sent to the FDA: 01/15/2020. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional h-3 information: one open used sample of product was received for analysis. During visual inspection, marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. Per the condition of the sample, it could not be determined what may have caused the reported incident. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and barbed suture was used. The tab was detached while pulling it after the first needle pass, before performing the 2 strangulation stitches. Another like device was used to complete the procedure. There were no adverse patient consequences reported.